Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions printed circuit board was replaced. The power supply was confirmed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a collimator iris potentiometer error message outside of a case. No patient injury was reported.